Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter name and address: (B)(6).

Event description:
It was reported that the patient was being trained on how to charge their backup system controller and when the controller was connected to the batteries a "replace controller" alarm occurred. The controller was then connected to the power module to download log files. The backup controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the controller event log files showed relevant overlapping events spanning approximately 3 days (23jan2023 ¿ 24jan2023, 28feb2023 per time stamp). The driveline was connected to the system on 24jan2023 07:42:05. Events occurring on 24jan2023 are indicative of the reported pump exchange which took place on 24jan2023. At 09:00:27 controller internal faults activated due to the fuses for the power lines becoming damaged. This is consistent with the driveline being cut during the pump exchange. The controller was shutdown at 11:05:27. The controller was powered on again on 28feb2023 at 15:27:06 and the controller internal fault alarms were still active. There were no other notable events active in the log file. The returned system controller underwent preliminary and functional testing, and a controller fault alarm was active. It was noted on the system monitor that fuse a and b were damaged. The system controller was opened, and fuse a and b were measured with a digital multimeter and found to be open. The fuses were replaced, resolving the controller fault alarm. The system controller was connected to a mock loop and was able to operate a pump for extended operation. Per review of the patient's history, the pump was exchanged for low flow on 24jan2023 which has been previously addressed via MFR# 2916596-2023-00605. The root cause for the reported alarm was conclusively determined to be due to the fuses being damaged during the patient's previous pump exchange. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for future use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.